Event description:
It was reported that the ventilator had issues related to o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). Issue was reproduced during on-site visit. It was clarified that displayed o2 concentration did not match the set value. The difference was about 5%. Nozzle units were found defective. Issue was solved by replacement pm kit, which include nozzle units. The device was delivered to the user in working condition. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume %. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer guidelines preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. It remains unknown, when the nozzle units were last replaced. Device's logs were not provided for further analysis. The defective parts were not returned for investigation, as customer discarded parts. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units.

Event description:
Manufacturer's ref. #: (B)(4).